Manufacturer narrative:
(B)(4). Concomitant medical devices: 402282 - cobalt bone cement - 736540; 184788 - patella - 598130; ep-183542 - bearing - 107240; 183052 - femoral component - 526140. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found right painful knee replacement with loose tibial component. Preop xrays and bone scan showed loosening of tibial component. Synovium was stained dark with extensive amount of inflammatory synovitis. Tibial component lifted and elevated off of the tibia quite easily, appeared that the cobalt cement did not bond to the tibial component. The cement did bond to the adjacent bone. Patella and femoral component from previous surgery stable and well-fixed to the bone. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 7 years post implantation due to pain and loosening of the tibial component. Intraoperatively, inflammatory synovitis and cement not bonded to the tibial component was encountered.